Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 12.5 mmol/l at the time of incident. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer stated that the battery was not previously used. Customer stated that the battery cap is not loose, cracked or damaged. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. Insulin pump received with normal operating currents.(B)(4).